Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/04/2015.

Event description:
Procedure: inguenal hernia repair. According to the reporter, after three to four weeks following hernia repair, the patient developed extreme debilitating pain at the surgical site and groin area. The mesh was surgically removed when attempts to alleviate the pain were unsuccessful.